Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up the pacing thresholds had increased, thus the physician elected to replace this right ventricular (rv) lead. The lead was not expected to be returned as the lead was surgically abandoned. No adverse patient effects were reported.